Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control advised the customer that there is no service repair available or repair parts for their device and it is no longer under warranty. Physio recommended that the customer remove the device from service and a replacement device be obtained. The customer confirmed that this device has been permanently removed from service.

Event description:
The customer contacted physio-control to report that their device would not power on. There was no patient use associated with the reported event.